Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k3e plus blood collection tube became "decapped" after use, and a repeat extraction was needed. Additionally, blood leaked out onto the other tubes. The following information was provided by the initial reporter, translated from spanish to english: "wer are receiving again decapped tubes" "they have to repeat the extractions, blood spills on the other tubes"

Event description:
It was reported that the bd vacutainer® k3e plus blood collection tube became "decapped" after use, and a repeat extraction was needed. Additionally, blood leaked out onto the other tubes. The following information was provided by the initial reporter, translated from spanish to english: "wer are receiving again decapped tubes." "They have to repeat the extractions, blood spills on the "other" tubes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.